Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value not provided. Cause of bg unknown. Reportedly, customer had "difficulty speaking, confused, and difficulty thinking". Customer consumed glucose tablets to address bg. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that a cartridge change error occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.